Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged vessel dilator was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 13fr dualator vessel dilator. Usage residues were observed throughout the sample. The tip of the dilator appeared to exhibit deformation. Microscopic inspection of the sample confirmed tip deformation. The dilator material flared outward on one side. A flap of material was partially pealed back from the dilator tip. Material discoloration was observed in the vicinity of the deformation. The shape and location of the deformation was consistent with damage caused by interaction between the vessel dilator tip and a planar surface such as subdural fascia. Such damage can occur if insertion is attempted through a too-small incision. The IFU states ¿the introducer needle tract is widened by creating a small surgical incision at the skin exit site. The incision should be slightly larger than the wide/flat side of the catheter.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the physician made a small incision at the insertion site in advance, but when inserting a dilator from the right internal neck, resistance was felt. It was found that the tip of dilator was damaged when the dilator was removed and was checked. There was no reported patient injury.